Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working. The customer's blood glucose value was unknown. The insulin pump alerted with low battery but didn't accept new batteries. The battery cap was closed properly and was intact. Customer tried to replace different batteries which was stored at room temperature, but the battery failed alarm keeps occurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test, blank display and low battery alert noted.